Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring button error alarms. The customer did not recall any significant events leading up to the alarm. Customer also has issues with pump going through insulin more quickly and that they change reservoirs more often. Troubleshooting did occur but issues unresolved. Blood glucose level at the time of the incident was unknown. The product will not be returned for analysis.